Event description:
It was reported via repair work order that the bed #2 wire harness was making intermittent break when its at 20 inches of height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.